Event description:
During insertion of catheter, the guidewire was left in place . On a follow-up x-ray on 4/3/97, it was noted that the guidewire had migrated from the catheter. The guidewire was removed per trans-catheter retrieval without incident.